Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 1mpeg14a for evaluation. An in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from spain contacted ascensia customer service to report that he was receiving high readings with the contour xt meter. During troubleshooting, the customer performed three blood glucose tests with the meter and the first vial of contour next test strips which gave readings of 205 mg/dl, 414 mg/dl and e2 error message, indicative of insufficient blood. The customer was then asked to perform three repeat testing with the second vial of test strips from the same lot which gave readings of 89 mg/dl, 91 mg/dl and 91 mg/dl. All results were obtained within 10 minutes. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.